Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device 150 joules test was low. The device was not in use on a patient.

Manufacturer narrative:
.

Event description:
It was reported to philips that the device 150 joules test was low. The device was not in use on a patient. Further information was provided that the device output was low but still within specification.